Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a urinary organ procedure, blade broke soon after started suing. The broken piece was not in the pt body. Another device was used to complete the case. There was no pt consequences.